Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Objective evidence from field determined that perforation occurred. Perforation is a known possible complication of an implantable lead.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture. Patient was admitted to hospital for abdominal discomfort. An x-ray was performed and confirmed the rv lead dislodged, perforated the heart and was near the diaphragm. No additional adverse patient effects were reported.